Manufacturer narrative:
Reliability analysis inspected two opened/used partial enlite sensors and performed bicarbonate buffer tests. The sensors passed per specifications with accurate readings. Unable to confirm the insertion complaint due to the customer did not return the needles. Also found two cannulas bent.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer also reported receiving a calibration error alert with their sensor. Customer's blood glucose was 140 mg/dl and their sensor glucose read 70 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also had to change out their sensor three times in three days. The customer also reported their sensor was slightly curved upon removal from their body. It was also found the customer's needle hub was stuck inside their inserter. The customer stated the catch arm is not bent. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.